Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an umbilical hernia procedure and absorbable straps were used. After the fifth strap, the fixation device failed to fix the mesh. Another device was used to complete the procedure. There were no adverse consequences for the patient reported. No additional information was provided.

Manufacturer narrative:
The prongs of the fork are deformed as indicative of the device being fired into bone or another hard surface, thus rendering device unusable.